Manufacturer narrative:
(B)(4). Unknown date of implant in 1997. It is unknown if product will be returning to zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Product not returned.

Event description:
It was reported that the patient may require a knee arthroplasty revision procedure with an exchange of the bearing due to unknown reasons, however, no revision has been reported to date.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. X-rays reviewed by a radiologist demonstrate appropriate overall fit and alignment of the implants. Mild radiolucency (<1mm) at the bone cement interface of the medial tibial component, which can be a sign of early loosening. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.